Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records. It was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic. The reported drain volume of 2560 ml was 214% over the expected drain volume resulting in a reportable malfunction. Medical records and treatment sheets requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.